Event description:
Caller reported the urgent care facility's aviva system gave a result of 246 mg/dl at a time when the patient had symptoms of hypoglycemia. 7:56pm a fingerstick on the facility's aviva meter read 246 mg/dl 7:57 pm on the patient's personal meter with the same fingerstick, 33 mg/dl. The patient was experiencing symptoms of hypoglycemia (diaphoretic and decrease level of consciousness). Staff treated her with a tube of glucose gel based on the result they received on her personal meter and her symptoms, called an ambulance. When the ambulance arrived they tested her with their meter, result was 44 mg/dl. The emts tried to start an IV, but were unsuccessful. They gave her another tube of glucose gel, were then able to start an IV and then push d50. The timeframe of this is unknown and the amount of d50 given is unknown. The patient is currently ok. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.